Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type catheter.

Event description:
During the catheter replacement procedure on (B)(6) 2015 when the surgeon was placing the new catheter, the patient moved around ¿excessively¿. The surgeon then pulled the catheter back out of the patient and noted that the stylet was poking through the end of the catheter. The reporter was unsure if the catheter/stylet was like that before the placement or if it was caused by the patient¿s movement. A different catheter was used to complete the implant procedure. The patient had no symptoms related to the event. The pump was delivering fentanyl (6000 mcg/ml at 288 mcg/day) and bupivacaine (20mg/ml at 0.96 mg/day).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78422, implanted: (B)(6) 2000, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported the patient experienced a return of pain in (B)(6) 2015. A roller study and dye study were performed. The roller study results were within normal limits. The dye study showed dye in the pump pocket. A surgical exploration was performed and found a catheter tear and/or had been sheared about 7cm from the sc connector. A revision was performed and the catheter was replaced with an 8780. The cause of the tear was unknown. The type of medication being delivered via the device system was fentanyl and bupivacaine. If additional information becomes available, a follow-up report will be submitted.